Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dislodgement occurred. It was reported that the dilator could not be advanced into the sheath (inserting dilator without needle into sheath) and the hemostatic valve was detached. The sheath was replaced and the procedure was continued. There was no report of patient consequence. The hemostatic valve detached from the sheath and was advanced by the dilator. The valve appeared to be in one piece. Device evaluation details: sheath was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and obstruction, however this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A manufacturing record evaluation was performed for the finished device 00001482 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve dislodgement occurred. It was reported that the dilator could not be advanced into the sheath (inserting dilator without needle into sheath) and the hemostatic valve was detached. The sheath was replaced and the procedure was continued. There was no report of patient consequence. The hemostatic valve detached from the sheath and was advanced by the dilator. The valve appeared to be in one piece. The sheath was not used on the patient. The device was being prepped by the scrub tech. The obstructed sheath is not MDR-reportable. The hemostatic valve detachment is MDR-reportable.